Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer indicated that there have not been system errors and quality controls (qc) recovered within acceptable ranges. A customer service engineer (cse) was dispatched to the customer's site. The cse verified that the vacuum on both sides of the pump was working; there was good water supply pump (lwp) pressure and all nozzles were clear. The cse replaced both system check valves on input saline and water lines to pumps and replaced kinked tubing between the check valve and the sample reagent wash pump (srwp) as it was too short causing tubing to fold at connections. The cse also determined that reaction tray wash unit (wud) and dilution tray wash unit (dwud) water valves were operating properly, and verified that the probes were correctly positioned. The position from the dilution probe pipette (dpp) probe to the aptio aspirate was misaligned because the tube was mispositioned. The cse primed the pump multiple times and verified that the mixer position was acceptable. They removed the panels and adjusted the dpp arm since it was biased to the front of the instrument. The cse also replaced a cooling fan on the chiller door. After moving the probe more to the center no additional issues were observed. They monitored the instrument and readjusted all other dilution probe pipette (dpp) probe positions and ran wash 3. The cause of the event is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely depressed concentrated carbon dioxide (co2_c) result was obtained on a patient sample on an advia 1800 instrument. The discordant result was not reported to the physician(s) as it was flagged as critical. The sample was repeated on an alternate advia 1800 instrument. The repeat result was higher than the discordant result. The repeat result was reported as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed co2_c result.